Manufacturer narrative:
G2 report source: corrected.

Event description:
It was reported that, during the initial lithotripsy procedure with this fiber to treat a urinary tumor, the patient experienced an allergic reaction and had a vasovagal response. A device fragment was found to be unretrieved prior to discharge. It is unknown if the device fragment was retrieved. The next day a follow-up visit occurred and there were no subsequent follow-up visits. There was no relationship reported between the adverse events and the device itself.

Event description:
It was reported that, during the initial lithotripsy procedure with this fiber to treat a urinary tumor, the patient experienced an allergic reaction and had a vasovagal response. A device fragment was found to be unretrieved prior to discharge. It is unknown if the device fragment was retrieved. The next day a follow-up visit occurred and there were no subsequent follow-up visits. There was no relationship reported between the adverse events and the device itself.